Event description:
It was reported that the tip of the interpulse handpiece fell off repeatedly during a procedure. The procedure was completed successfully, with no reported patient or user injuries or adverse consequences.

Manufacturer narrative:
The reported event was confirmed through device evaluation. A definite root cause could not be determined. The device was scrapped at the manufacturer.